Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by medtech orthopedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: technical investigation: the technical investigation cannot be carried out because the device has not been returned. Documentary review: article: pfrm52260045a // of 123738 004. The device was manufactured by serf in 2020 ((B)(4) units). The manufacturing steps ensuring the cleanliness and the sterility of the device are complaint with defined specifications (cleaning ensuring contamination, vacuum and heat sealing carried out 26/10/2020 and sterilization carried out 30/10/2020). No non-conformance observed for this batch. Release by serf was established on 30/10/2020 ((B)(4) units). At the time of being placed on the market, the device was compliant. No other complaints have been recorded on this batch. Conclusion: in the absence of technical investigation and based on the documentary review, the cause of the problem cannot be established. As part of medtech orthopedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: the device was manufactured by serf in 2020 ((B)(4) units). The manufacturing steps ensuring the cleanliness and the sterility of the device are complaint with defined specifications (cleaning ensuring contamination, vacuum and heat sealing carried out 26/10/2020 and sterilization carried out 30/10/2020). No non-conformance observed for this batch. Release by serf was established on 30/10/2020 ((B)(4) units). At the time of being placed on the market, the device was compliant.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was having trouble with stability/dislocations despite correctly positioned implants. Surgeon removed dual mobility construct and put a constrained construct in. Doi: (B)(6) 2023, dor: (B)(6) 2025, affected side: left hip.